Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The power management board was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718. The distributor performed a checkout of the equipment and confirmed the reported complaint. The power management board was replaced to resolve the issue.

Event description:
It was reported that there was an error during pre-use checkout resulting in potential for unit shutdown. There was no patient involvement.